Event description:
Bovie pencil not depressed. Machine activated anyway. Bovie plug removed from machine. Machine continued to operate. Old bovie pencil and machine removed. New bovie pencil issued to field. New bovie machine brought to room. Old bovie machine read "hlp8" before being removed from room. No injury noted to pt. No burns to drapes noted.